Manufacturer narrative:
The customer was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation: and the customer's report was observed during evaluation. Smart pneumatic module board serial number mismatch was determined to cause a communication and compatibility failure between the central processing unit and smart pneumatic module board. The correct smart pneumatic module serial numbers were re-written to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "off set self check failure ? 1176" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pneumatic system compressor" message. This is all the information available. Complainant indicated that there was no patient involvement in the reported malfunction.